Manufacturer narrative:
The dispatched service engineer could narrow down the root cause for the problem to the ventilator motor and replaced it. The device passed all tests after the repair exchange and is back in use without further problems reported. According to the log analysis two different error codes were found which are in relation to the reported ventilator failure: first one is indicating speed deviations and the second one a stalling of the motor, finally. The particular motor has been in operation for more than 15 years. This motor is designed for a lifetime of 10 years at standard operating conditions which the respective unit has lasted. Dräger finally concludes that the device responded as designed upon the malfunction of a wear-and-tear component; it has shut down automatic ventilation when the error occurred and has posted a corresponding alarm. Manual ventilation remains possible in this case. Reportedly, no patient consequences have occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a ventilator failure occurred during use. No patient injury reported.